Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photographs for the device related to the reported event of rupture were reviewed on dec 03, 2020. Visual analysis of the photographs identified: opening. Red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reports rupture of device. This relates to the left device. Device has been explanted.